Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a device check, complaining of dizziness and nausea. Loss of capture and noise were observed on the rv channel. The rv lead was reprogrammed from bipolar to unipolar and capture was achieved. A holter monitor will be performed, then the physician will determine if the lead must be replaced. It was later reported that the physician was waiting for approval to perform the lead replacement. The local sales representative later reported that the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented for a device check, complaining of dizziness and nausea. Loss of capture and noise were observed on the rv channel. The rv lead was reprogrammed from bipolar to unipolar and capture was achieved. A holter monitor will be performed, then the physician will determine if the lead must be replaced. It was later reported that the physician was waiting for approval to perform the lead replacement.